Event description:
While using the harmonic coagulating shears during a procedure, surgeon noticed that the tip of the shears had broken off in the pt. Unable to locate the tip. Sales rep called MFR and was advised that the tip is made of titanium and should not harm the pt if left inside.